Manufacturer narrative:
Failure to drain - conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a pt underwent a hepatic lobectomy and pancreatoduodenectomy in early 2009. Four surgical drains were placed at the termination of the procedure. Bleeding was observed from the insertion site at the right diaphragm 42 hours after placement; however, no blood drainage was noted from the drain placed at the pancreatic tail. The surgeon then milked the drain and blood drainage was noted.